Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred post-operatively. Four days after a laparoscopic bariatric procedure, a fistula developed at the staple line. To correct the issue, the patient was re-operated on. There will be an additional operation performed to correct the issue. The patient remained hospitalized for 20 days. Patient status is well, with injury, and has left the hospital.